Event description:
It was reported that the patient was in the hospital, though the reason for which was unknown. The physician was inquiring about stopping the pump with a magnet. Additional information had been requested.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).